Manufacturer narrative:
Qn#: (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the catheter had ruptured while in the patient. As a result, the catheter was removed. Another catheter was not placed as the patient already had another vad inserted. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the catheter had ruptured while in the patient. As a result, the catheter was removed. Another catheter was not placed as the patient already had another vad inserted. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. The iab was confirmed with a leak from the bladder which allowed blood to enter the helium pathway. The leak site was noted to be consistent with contact with a sharp segment of a damaged/pinched marker band (located at the distal end of the outer lumen) of the iabc. The root cause of how the damage occurred to the marker band is undetermined. The reported complaint is isolated, there are no other complaints with similar findings. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.